Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced hyperglycemia and hypoglycemia. Customer¿s blood glucose level was dropped to 40 mg/dl and over 400 mg/dl at time of incident. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer stated and also suspended her insulin pump. Customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.